Manufacturer narrative:
Cmpl-13406943.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 08-01-2024. Data was evaluated and the allegation was confirmed. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.